Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was getting right leg paralysis due to an epidural hematoma following the implant procedure. The patient's lead was explanted directly after the implant procedure. At this time, the patient has sensory perception in her right leg but she still does not have motor movement.

Manufacturer narrative:
Additional information was received that the patient was able to plantar flex her digits on her right foot and had increase sensation in her right lower extremity. The patient was recommended for an intensive physical therapy.

Event description:
A report was received that the patient was getting right leg paralysis due to an epidural hematoma following the implant procedure. The patient's lead was explanted directly after the implant procedure. At this time, the patient has sensory perception in her right leg but she still does not have motor movement.